Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 161, 244 and 226 mg/dl. Erratic (back to back) blood glucose test results were not provided. The customer¿s expected am fasting blood glucose test result range is 150-160 mg/dl and expected pm fasting blood glucose test result range is 90-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/19/2023 and test strips were opened a few weeks prior to call. The meter memory was reviewed for previous test result history (date not set): result 1: 185 mg/dl , date:(B)(6), time: 11:46 am fasting. Result 2: 112mg/dl , date: (B)(6),time: 4:19 pm fasting. Result 3: 161mg/dl , date: (B)(6), time: 9:56 am fasting. Result 4: 244 mg/dl, date: (B)(6), time: 10:08 am fasting. Result 5: 226 mg/dl , date: (B)(6), time: 9:07 pm fasting. Result 6: 88 mg/dl , date: (B)(6), time: 4:43 pm unknown.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.